Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was noticed that the hearing performance with the device on the left side has been affected. The recipient had had a fall in (B)(6) 2017 followed by bruising of the left side of the forehead. No swelling or redness above the implant was noticed. The recipient was re-implanted. As per the device explantation report the implant housing was found to have moved upwards.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
It was noticed that the hearing performance with the device on the left side has been affected. The recipient had a fall in (B)(6) followed by bruising of the left side of the forehead. No swelling or redness above the implant was noticed. Re-implantation is considered, but no date for surgery has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It has been noticed that the hearing performance with the device on the left side has been affected. Patient has had a fall in (B)(6) 2017 followed by bruising of the left forehead. No swelling or redness above the implant was noticed. As further proceeding re-implantation is considered. No date for surgery has been scheduled.